Manufacturer narrative:
Occupation is lay user/patient. Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4), when compared with a laboratory result using the ¿human thromboplastin¿ method. The customer¿s meter result was 5 inr and the laboratory result was 3.80 inr. The customer¿s therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
Corresponding retention test strips (304975) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. No error messages occurred.